Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they rushed to the hospital by emergency medical technician due to diabetes ketoacidosis and high blood glucose on unknown date and unknown blood glucose. It was stated that the auto mode was active at the time of incident. Troubleshooting was performed for the insulin flow blocked alarm and high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. No unexpected insulin flow blocked alarm noted. Device received with cracked select button keypad overlay, pillowing keypad overlay and cracked case behind the device at the battery compartment. (B)(4).